Event description:
It was reported to boston scientific corporation that the ptfe coating from a hydrajagwire guidewire had peeled and was deformed during an ercp procedure (endoscopic retrograde cholangiopancreatography). According to the complainant, that caused the core wire to become exposed; also while removing the tube stent, the two devices were stuck together. The device was removed successfully with no patient complications. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
(B) (4). No consequences or impact to the patient. Peeling. (B) (4). A visual evaluation conducted on the return device revealed that the wire was still attached to the catheter. The ptfe was torn and corrugated resulting in approximately 17 to 25 cm of the wire being exposed from the dream tip. The manufacturing process for this device includes testing and inspections to ensure each product meets all material, assembly and performance specifications. The most probable cause of failure may have been due to repeated locking and unlocking of the guidewire locking device causing small abrasions in the ptfe jacket sleeve. (B) (4).